Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 1076957. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported when using the bd intima-ii 24gax0.75in prn slm, the device experienced a damaged defective catheter. The following information was provided by the initial reporter. The customer stated: at 16:40 on october 27, the nurse punctured the indwelling needle for the patient, and found extravascular blood when the needle was removed and sent to the hose. After careful inspection, it was found that the middle of the tube of the indwelling needle was broken.